Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during pocket closure, after implant of the right ventricular (rv) lead, the patient's blood pressure dropped significantly. An echo was performed and pericardial effusion was confirmed as caused by partial perforation of the rv wall. Sub-xyphoid pericardiocentesis was performed successfully and the patient's blood pressure returned to normal levels. The lead remains in use and the patient was admitted for monitoring and further care. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.